Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the reservoir did not lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with scratched case and pillowing keypad overlay. (B)(4).